Manufacturer narrative:
(B)(4). Additional information: the analysis found that the mcs20 device was received with the cartridge cover damaged causing it to loose its intended position. Due to this condition, the clips could not be fed as intended and the clips dropped down from the jaws. No conclusion could be reached as to what may have caused the damage to the cartridge cover. As the clips were ejected by the condition of the cartridge cover, it is possible the jaws were closed without clip over the anatomic structure resulting in damage of the vessel. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Please see user facility medwatch.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.